Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link extension set had a malfunction in the hub that connects the IV tubing to the indwelling catheter. Upon trying to initiate the flush, it did not go into the vein. Instead, the solution ran out from the end of the hub. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection was performed with no issues noted. Functional testing, underwater pressure test and clear passage test were performed with no issues noted. The reported condition was not verified and the device was within specifications. Should additional relevant information become available, a supplemental report will be submitted.